Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty and frequent ipg charging despite reprogramming and re-education. The patient underwent a revision procedure wherein the ipg was replaced with an MRI capable. The patient was doing well postoperatively and the explanted ipg was not returned.